Event description:
Terumo received the following information: It was reported that during a Visceral procedure, the progreat broke off inside the patient.Additional information was received On 10 July 2026: There was no blood loss. The event occurred during the Visceral procedure. The progreat fragment remains inside the patient.